Manufacturer narrative:
The hill-rom technician found the power control module needed to be replaced. The power control module is the source of the bed exit and brake not set alarms. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control module to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the bed alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).